Manufacturer narrative:
The field service engineer (fse) found and replaced tubing that had disconnected from the check valve (cv6) on the bottom of the sweep flow tank (sf1), which is between sf1 going to vc2. The tubing that the fse replaced was the same tubing the customer had reconnected to resolve the leak. He also replaced the peltier module that failed as a result of the leak, after getting wet when fluid leaked onto it. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that 10 drops of clear fluid leaked from the coulter lh 500 hematology analyzer on the right side while troubleshooting low vacuum errors. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated with this event.